Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, full functionality stress testing, and internal inspection without duplicating the report. The manifold assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. It's important to mention, foreign substance (likely fluid from a patient) was found in the manifold assembly. Unable to confirm if this played a role in the customer report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor fault-2001 " and " compressor fault 3001 " messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.